Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. Devic code (B)(4).. A visual examination of the returned complaint device found that the catheter was kinked. No damages were found on the balloon. Dimensional examination of the catheter was performed and was measured in three sections; distal, medium and proximal. The three sections were within specification. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated without problem; however, it did not hold pressure due to a pinhole in the proximal section on the body of the balloon. The pinhole failure is likely due to factors encountered during the procedure, such as the interaction with the scope or any other surface during the procedure that could have created friction, resulting the balloon pinhole and the catheter kink. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
Boston scientific corporation received a cre fixed wire balloon device with no associated information. This event has been deemed reportable based on the investigation results of balloon pinhole. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.